Manufacturer narrative:
Act and esc buttons did not respond due to unlock on the keypad connector. Buttons responded properly after locking the keypad connector. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test,displacement test or verify weak battery alarm due to button keypad anomaly. The insulin pump had a minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a weak battery. No further details were given. The insulin pump was returned for analysis.